Event description:
Additional information was received from the managing doctor (hcp). When asked to provide relevant past medical history (including cardiovascular history) the hcp provides: hypertension, prostate cancer, right hip pain, lumbar stenosis, failed back surgery syndrome, and dizziness. Hcp reports they are unable to provide medical records related to the fall as the patient fell in a different state. Hcp reports the cause of the dizziness and fall, as well as the actions/interventions taken related to the dizziness and fall, as unknown reiterating the patient was hospitalized in a different state. Hcp reports the patient's current status as "no issues". Hcp reports the patient's stimulation is currently on, and the patient had an x-ray completed when they returned to their home state. Hcp reports the device was not related to the fall.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient fell while going to the bathroom early morning on (B)(6) 2025. The patient was taken to hospital for evaluation and cardiac workup due to reported dizziness that was present prior to fall. This even happened while patient and wife were out of town in texas. The rep  instructed wife to contact hcp office about event and to meet with a rep back in town to assess device. Patient's wife reported that patient had been feeling dizzy for several days prior to incident and continued after incident. Wife was worried this was due to implanted spinal cord stimulator. Rep told patient's wife how to turn stimulator off to assess effect on dizziness.

Manufacturer narrative:
Continuation of d10: product ID 977c265 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2025; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.